Event description:
A report was received that the patient was experiencing severe pain at the ipg site. It was noted that the battery pack was red and inflamed. The patient was brought to emergency room (ER) and it was unknown if intervention was given. No further information can be obtained.